Event description:
It was reported that the pump exhibited system failure. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found cracked right plunger case, no other signs of damage. There was evidence of the reported problem recorded in the event history log. The reported problem was not duplicated. The investigation found that the force sensor and plunger cable no longer operated properly due to normal wear; parts were over 9 years old. For corrective action the force sensor and plunger cable were replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation, corrected data: correction: d4: model number: 3500.